Event description:
Pt was undergoing a sfa contralateral procedure when the sheath fractured and uncoiled. Was able to remove it and used another one and it happened again. Some damage was done on the ipsilateral side on the femoral artery. Pt had to be transfused and kept in ICU. Pt is fine now.

Manufacturer narrative:
Eval: the customer returned 2 introducer sets in an opened and used condition. Investigation confirmed that the sheaths have started to uncoil and separate. We are aware that this can occur and corrective action has been filed in an effort to prevent this in the future. The appropriate individuals have been notified of this matter.